Event description:
The facility representative reported a colleague infusion pump with a failure. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure was confirmed and reproduced. This condition was caused by a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.